Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On 11/19/2013 to report low suction, pain with pumping and low milk output when she uses the purely yours breast pump compared to a hospital grade breast pump she uses while visiting her hospitalized baby. Customer states her breasts became very tender, swollen and warm starting on (B)(6) 2013. Customer's health care provider diagnosed her with mastitis and prescribed a 10 day course of oral antibiotics. Mastitis symptoms resolved within 5 days.

Manufacturer narrative:
Investigation could not be completed because incomplete device was returned. All returned pieces visually met specifications except for 4 white valves which were torn.